Event description:
It was reported by the customer, that the device had a noisy motor. There was no patient involvement.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure, was confirmed, and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed, that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part. And allowed to infuse with no alarms or malfunctions occurring. A review of the device history record showed, the device had a manufacture date of 30jan2019. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed. Which did not confirm, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had a noisy motor. There was no patient involvement.